Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient¿s relative contacted lifescan (lfs) alleging that the patient¿s one touch ultra 2 meter read inaccurately high compared to her feelings and or normal result and another device. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged inaccuracy started on (B)(6) 2013, at 10:50 a. M. When the patient obtained an alleged inaccurate high reading of ¿576 mg/dl¿ with the subject meter. The patient manages her diabetes with insulin (unknown type, self adjuster) and denied taking any action in regards to her normal diabetes management as a result of the alleged inaccurate result(s). The reporter claimed, fifteen minutes after the alleged issue occurred, the patient began to feel ¿weak¿. On (B)(6) 2013, at 11:15 a. M., the reporter stated the patient went to the emergency room (ER) and was given IV glucose and food/drink from a health care professional (hcp). The reporter stated, at 11:30 a. M. That same day, the patient¿s blood glucose was tested with the ER/hospital meter and she obtained a blood glucose result of ¿49 mg/dl¿. At 12:00 p. M., the patient¿s blood glucose was tested again with the ER/hospital meter and obtained a result of ¿224 mg/dl¿ the patient was comparing the result of ¿576 mg/dl¿ that she obtained earlier on the subject meter to the ¿224 mg/dl¿ result on the ER/hospital meter, performed greater than 30 minutes from each other. The reporter mentioned, at 2:15 p.m., the patient¿s blood glucose was tested again and obtained a result of ¿124, 121 mg/dl¿ with the ER/hospital meter. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1: the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(6) 2013 and (B)(6) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (11/18/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.